Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: dexcom g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 19.3 mmol/l (347 mg/dl) while wearing the pod between 49 and 71 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). The patient indicated that the issue started shortly after pod activation, however, the patient continued to wear the pod. Over time, the infusion site was reported to become filled with blood, and the patient experienced a significant increase in blood glucose levels, despite use of a backup method. The patient also reported insulin leakage during wear. No medical attention was sought. At the time of reporting, the pod was still being worn.